Event description:
B. Braun has just recently started placing the barcode for their pab IV container bags right in the center of the bag (instead of where it was previously at on the top of the bag) where it's being covered, when in its overwrap, by the bag seal. The bag seal is a giant crease down the center of the bag obstructing the ability to barcode scan the product. This impedes the ability of nurses and pharmacy staff from accurately barcode scanning the bag when using with IV work/flow software, being dispensed from an automated dispensing machine, or dispensing from central pharmacy automation equipment. In contacted b. Braun and this is a permanent switch in the placement of their barcode on their pab IV container bags. (B)(4).